Manufacturer narrative:
It was reported that three communication errors occurred during a surgery. DHR review did not identify any contributory factors to the event. Review of complaint history showed that (B)(4) similar complaints were received with similar root causes. According to technical investigation the technical root cause of the first communication error is a shared memory error between rosanna_brain and mario software. The technical root cause of the second communication error is a shared memory error in force sensor loop which provoked the shutdown of the device. The technical root cause of the third communication error is a known design defect.

Event description:
Field service engineer was assisting a unilateral seeg case at the (B)(6) hospital on (B)(6) 2018. During the course of surgery, there were three separate occasions where a communication error occurred, causing a delay less than 30 minutes total. The first error occurred during registration. The laser was being utilized for registration. The surgeon was trying to accurately match the laser mark to the manual mark of the six initial points you create for registration. At the moment when the error occurred, the surgeon was not touching the foot pedal or arm of the robot. Field service engineer did not notice the robot being incorrectly utilized by the surgeon. The second error occurred during surgery. Again, at the moment when the error occurred, the surgeon was not touching the foot pedal or arm of the robot. Field service engineer did not notice the robot being incorrectly utilized by the surgeon. The third error occurred during surgery. The cst noticed that the surgeon tried to move the arm of the robot by applying force to the arm beyond the force sensor. The communication error occurred immediately before the cst could warn the surgeon.